Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the antidromic approach from the vein side of the brachial shunt. The 80% stenosed target lesion was located in the non-calcified and moderately tortuous left antebrachial shunt. A 3.0 x 20mm x 135mm sterling balloon catheter was selected for this plain old balloon angioplasty procedure and advanced to the lesion without resistance. Once to the lesion, the balloon was inflated to 10atms for 30 seconds without complications. On the second inflation, the balloon ruptured at 14atms. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).